Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high. The customer¿s blood glucose level was 243 mg/dl at the time of the incident. The customer¿s current blood glucose level was also same. Customer stated that when she put on the set her blood glucose was at 115 mg/dl then starting to rise to 243 mg/dl. Customer stated that she took off the set and replaced that set. The troubleshooting was done. Customer declined troubleshooting for high blood glucose. The customer stated that she took off the set and replaced that set. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.